Event description:
Patient was undergoing treatment for occlusion in center region of basilar artery. Penumbra psc041 reperfusion catheter successfully aspirated the first occlusion, but failed on aspirating the second. The psc041 was pulled back and found to be kinked. Another psc041 was used and successfully achieved recanalization of artery. Physician comment: "I did not intend to tighten the y-connector, but this may have caused the event."

Manufacturer narrative:
Results: the catheter is kinked in the proximal portion of the shaft at 6.5 cm and 12.0 cm from the hub. There are several other ovalizations in between. This catheter is non-functional. Conclusion: the complaint has been evaluated and confirmed. The complaint indicates that during the second aspiration attempt the catheter was found to be kinked. This was after the catheter had successfully aspirated the first occlusion in the patient. The physician states that he did not intend to tighten the y-connector, and that this might have caused the damage. If the y-connecter is too tight on the catheter's shaft it is likely to cause damage. The cause of the complaint could have been a user error. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.